Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the popliteal artery. A 12x42x75 epic vascular self expanding stent was selected to treat the lesion. The device was taken out of the package. It was noticed that the distal end of the stent was showing, as if it was partially deployed. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Received product consisted of an epic device with an epic shelf box. The batch number on the packaging and device matched the reported batch. There was blood on the device. The safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The distal end of the stent was partially expanded a length of 5mm. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the popliteal artery. A 12x42x75 epic¿ vascular self expanding stent was selected to treat the lesion. The device was taken out of the package. It was noticed that the distal end of the stent was showing, as if it was partially deployed. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.